Manufacturer narrative:
A.2 - a.5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainantreported that an impella 5.5 was placed in a cardiomyopathy patient. The pump was supporting while the purge pressure was rising. The team troubleshot by adding tissue plaminogen activator to the purge solution. This was done on second day of the support, but the pump remained on for a total of nine days. The pump was then explanted as the patient was successfully bridged to a left ventricular assist device .

Manufacturer narrative:
B5 updated.

Event description:
Additional information has been provided. The patient has received a left ventricle assist device implant (heartmate3) prior to impella explant.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D.9, h.6 and h.11 were updated to reflect the new information received that the product was returned.

Manufacturer narrative:
Investigation summary: the investigation has been completed. The device was returned for investigation. The clinical details stated that there was high purge pressure that was experienced on the sixth and tissue plasminogen activator (tpa) was started which reduced the purge pressure. Another high purge pressure event occurred on the 12th so tpa was added again. There were no data logs returned. The pump was returned cut and borescope images were taken and there was no biomaterial seen around the impeller or purge gap. Without sufficient product or logs returned, the root cause of the high purge pressure cannot be established. Device history review: the device passed all the post sterile inspection checks.